Event description:
Specimen drawn for (B)(6) testing. Specimen was collected correctly in all 4 tubes, however there was no serum in the yellow and gray tubes after the sample was spun. The green and purple tubes had serum. Possible issue with the yellow and gray tube.